Manufacturer narrative:
MDR (B)(4) / initial 7 of 8 e1: name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325 based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced infusion set adhesive patch detaches while bathing event on (B)(6) 2026.